Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 06r86-32, that has a similar product distributed in the us, list number 06r86-30.

Event description:
The customer observed discrepant sars-cov-2 igg results for several patients on an architect i2000sr analyzer when compared to other testing platforms. The customer had several patients¿ results that were significantly lower in value than the previous results, however, there was no decrease in result values for the samples when using the diasorin assay. The following discrepant data was provided (architect reference range is <1.4 index (s/c) is negative, >/=1.4 index (s/c) is reactive; euroimmun reference range is <1.1 index is negative, >/=1.1 index is positive; diasorin reference range is <15 au/ml is negative, >/=15 au/ml is positive): sample ID (B)(6) architect results were 0.02 and 0.02 index (s/c); euroimmun results were 4.2 and 5.3 index; diasorin results were 5.07 and 9.82 au/ml. Sample ID (B)(6) architect results were 1.51 and 1.62 index (s/c); euroimmun results were 0.8 and 0.9 index; diasorin results were 6.13 and 14.3 au/ml. Sample ID (B)(6) architect results were 0.03 and 0.03 index (s/c); euroimmun results were 0.9 and 1.4 index; diasorin results were 11.7 and 13.1 au/ml. Sample ID (B)(6) architect results were 0.06 and 0.05 index (s/c); euroimmun result was 0.2 index; diasorin results were 4.86 and 15.5 au/ml. Sample ID (B)(6) architect results were 0.05 and 0.05 index (s/c); euroimmun result was 1.5 index; diasorin results were <3.80 and 10.9 au/ml. Sample ID (B)(6) architect result was 0.01 index (s/c); euroimmun result was 3.0 index; diasorin result was 7.06 au/ml. Sample ID (B)(6) architect result was 0.03 index (s/c); euroimmun result was 1.1 index; diasorin result was 11.3 au/ml. Sample ID (B)(6) architect result was 0.48 index (s/c); euroimmun result was 2.0 index; diasorin result was 19.8 au/ml, pcr swab was positive. Sample ID (B)(6) architect result was 1.87 index (s/c); euroimmun result was 1.68 index; diasorin result was 13.1 au/ml, pcr swab testing was done twice, and both were negative. Sample ID (B)(6) architect results were 0.34 and 0.46 index (s/c); euroimmun result was not done; diasorin result was 17.6 au/ml. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for index values lower than previous measurements and discrepant architect sars-cov-2 igg results compared to other platforms included a search for similar complaints, the review of complaint text, trending data, labeling, scientific literature and device history records. Return testing was not complete as patient samples were not available. Sensitivity and specificity testing were done using an in-house retained kit of lot 20100fn00, stored at the recommended storage conditions. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Device history record review on lot 20100fn00 did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. When using architect sars-cov-2 igg reagent lot 20100fn00, the customer reported index values significantly lower but not discrepant, compared to a previous measurement on the architect. Measurement on diasorin did not show reduced values. Comparative data provided by the customer for testing of samples across architect, diasorin, and euroimmun did, however, show some discrepant results; potential false positive and false negative. A direct comparison should not be made between the architect sars-cov-2 igg assay and the diasorin or euroimmun assays. The architect sars-cov-2 igg is designed to detect immunoglobulin class g (igg) antibodies to the nucleocapsid protein of sars-cov-2, whereas the diasorin assay is designed to detect antibodies against the s1/s2 antigens of sars-cov-2, and the euroimmun assay detects anti-sars-cov-2 igg directed against the s1 domain of viral spike protein. Per the clinical performance section of the package insert, a study was performed to estimate the negative percent agreement (npa), 2965 serum and plasma specimens from subjects assumed to be negative for sars-cov-2 were tested using the sars-cov-2 igm assay. All of the specimens were collected prior to september 2019 (pre-covid-19 outbreak). The npa is 99.56% (95% ci: 99.25, 99.74). This study also showed specificity data consistent with product labelling. 1,020 serum specimens collected prior to sars-cov-2 circulation in the united states were tested where one false positive was found, indicating a specificity of 99.90%. Per the product labeling, the total positive percent agreement (ppa) at = 14 days post-symptom onset is 100.00% (95% ci: 95.89, 100.00). Five specimens from 1 immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at = 14 days post-symptom onset was 96.77% (95% ci: 90.86, 99.33). This study was based on a hospitalized/symptomatic population. Per the limitation of the procedure section of the package insert, non-sars-cov-2 coronavirus strains, such as coronavirus hku1, nl63, oc43, or 229e, have not been evaluated with this assay. In a population of patients with non-covid-19 respiratory illnesses, no cross-reactivity has been observed. Review of the manuscript ¿performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho¿, bryan et al. 2020, showed sensitivity data consistent with abbott product labelling for 125 patients who tested rt-pcr positive for sars-cov-2. This study found sensitivity reached 100% at day 17 after symptom onset and day 13 after pcr positivity. Based on the investigation architect sars-cov-2 igg reagent lot 20100fn00 is performing as intended, no systemic issue or deficiency of the reagent was identified.